Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system was stuck in initializing and multiple reboots of the system did not resolve the issue. The radiation bar has full bars and no check marks. A manufacturing representative was on site and rebooting the system and the mobile viewing station (mvs) simultaneously resolved the issue. There was no patient present when this issue was identified. The cause was unknown.